Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative advised increasing the infusion pressure as the hospital has had a low inlet pressure for several years. Further contact with the company representative revealed that the hospital addressed its pressure issue and the customer has not reported any issues with the system since. The system was tested and found to meet product specifications. The system was manufactured on may 28, 2010. Based on qa assessment, the product met specifications at the time of release. The reported event was unable to be replicated. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported the infusion shut off during a vitrectomy procedure. The case was successfully completed. There was no harm to the patient. This is one of two reports being filed for this facility.